Manufacturer narrative:
One opened probe was received with a tip protector in a bubble bag. The returned sample was visually inspected and was found non-conforming with foreign material on the inner diameter of the port and a bent needle. The sample was then functionally tested for aspiration, actuation, and cut and was found non-conforming for all three functional tests. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is bent. Gouge marks were observed at the bend area and several locations along the entire length of the inner cutter. The sample was tested with a syringe and no resistance was felt. The sample was retested for aspiration and actuation with the probe driver and was able to aspirate and actuate. The initial aspiration and actuation tests failed due to an interference within the probe and aspiration path and once the interference (probe needle and outer shell) was removed the probe was able to aspirate and actuate. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The complaint evaluation confirms the probe had a cutting and actuation issue. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration issue. The most likely root cause for the aspiration, actuation and cut non-conformances as well as the observed foreign matter, bent needle, and bent inner cutter is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Excess usage will also introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. No action has been taken as it appears that the observed actuation, aspiration and cut non-conformances was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the actuation of the vitrectomy probe was poor, not smooth, and there was a cutting failure during the vitrectomy phase of a combined cataract - vitrectomy procedure. The condition of the aspiration was not known. The procedure was completed after replacing the vitrectomy probe with another. There was no harm to the patient. No additional information is expected.